Manufacturer narrative:
The product was not returned. The lot number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The provided information indicates the event may have been related to the patient condition. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was diagnosed with alpha staphylococci and lost sight. The patient can only see dark and light. The clinic checked all their equipment and routines and suspect contamination after surgery. The weather was over 30 degrees that week and is suspected to be one reason for the infection. The patient had been treated for cancer and was suspected to have a low immune defense system. Additional information has been requested but none has been received yet.